Event description:
In 2009, the patient's mother reported that the patient has been experiencing occlusions on his infusion device (competitor product) for at least 4 weeks. She stated that the occlusions occur after the infusion set has been in use for 2 days. The patient has experienced elevated blood glucose of over 400 mg/dl and "hi" on his blood glucose monitor as a result of the occlusions. The patient injects insulin via syringe and changes the infusion set to lower his blood glucose. The patient was not experiencing an occlusion or elevated blood glucose at the time of the report. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.